Manufacturer narrative:
Concomitant product: 5076110, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient's previous right ventricular (rv) lead had been taken out of service and replaced with a rv lead from another manufacturer almost seven years ago. This previous rv lead was then explanted at the time of a generator replacement procedure and during the procedure was the first time the manufacturer was aware of the high pacing threshold on the previous lead as the patient had switched clinic facilities and another manufacturer's rv lead had been in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed, and no anomalies were found. The analyst commented that visual summary analysis of the lead indicated apparent explant damage and the lead indicated stretching. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.